Event description:
Additional information received advised that the patient underwent surgical intervention wherein the scs system was explanted. The physician believed that the patient could have been allergic to the ipg. The physician state that there was blood on the ipg pocket and that it had partially coagulated.

Manufacturer narrative:
It was reported that the patient had their system explanted due to possible allergic reaction to their ipg. An allegation of an allergic reaction cannot be confirmed through product analysis testing. Analysis of the returned ipg found it communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall (estimated one month ago). As a result, the patient experienced discomfort (described as warm to touch) located at the ipg site. In turn, the patient went to the emergency room (ER) wherein the patient was prescribed oral antibiotics. Later, the patient met with their physician whom diagnosed the patient with cellulitis. The patient was sent home with keflex antibiotics over a two week period. Reportedly, stimulation will remain off till further notice.